Manufacturer narrative:
A product investigation was performed. The returned implant was evaluated at customer quality and the complaint condition of broken was able to be confirmed. An approximately 2.6mm x 3.46mm fragment consisting of the locking screw head was received, sheared off at the most proximal thread of the shaft. The screw¿s t8 stardrive recess was severely misshapen likely due to the result of the force exerted during insertion. As the shaft was not returned (reported to remain in the patient) and the part number provided in the maude report was for a 2.7mm cortex screw, self-tapping, t8 stardrive, l=18mm (p/n 202.878), the part number cannot definitively be determined however the part number is most likely 202.218 (2.7mm locking screw, self-tapping, t8 stardrive, l=18mm). As the circumstances surrounding the breakage is unknown (i.e. How much force was exerted or whether the screw was inserted under power), a definitive root cause could not be determined. A visual inspection, dimensional analysis, and material test were performed as part of the investigation. A DHR review could not be performed as the lot number is unknown thus the manufacturing date is also unknown. Replication of the complaint is not applicable as the device was received broken. The latest revisions of the relevant product drawings were reviewed. The diameter of the screw head measured to be 3.46mm (spec 3.48 +/- 0.3). The screw head size in conjunction with the threads of the head of the locking screw and the details provided in the complaint description concludes that the part number is most likely 202.218. The diameter of the screw¿s shaft could not be measured as an adequate amount of the shaft was not present on the returned fragment for measuring. A material test was attempted but an accurate measurement could not be obtained due to the size of the returned fragment. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s information reported. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device broke intra-operatively and was not fully implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch report number mw5071622. The only information contained in this report is correction or additional information. It was reported that the patient sustained an injury to the forearm on (B)(6) 2017. The patient was not seen by a doctor until (B)(6) 2017. It was decided, after review of the x-rays taken of the fracture at that time, that it was appropriate and acceptable to treat the fracture with a cast; a closed reduction. On (B)(6) 2017, the patient visited the orthopedic doctor and x-rays revealed lack of healing. As union did not happen as expected, it was decided that patient would undergo a takedown of the nonunion with open reduction internal fixation (orif) and autologous bone grafting of the right ulna distal third shaft. The patient was treated with a plate and an unknown number of screws on (B)(6) 2017. At the very end of the procedure, while placing the 2.7mm locking screw (head size 18), the screw head sheared off after it was implanted in the patient in the most proximal aspect of the plate. The screw head was easily removed without any additional medical intervention. The screw shaft was left in place as the surgeon thought it was in the patient's best interest to not disturb the current fixation of the fracture and the surgery was successfully completed with no additional intraoperative events. The patient was reported to be stable at the end of the procedure. The incident was disclosed to the patient. The shaft will be removed from the patient's bone, in the future, only if there is a continued non-union. The patient's current status is unknown. The sheared off screw head fragment will be returned for investigation. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1) screws (part # unknown, lot # unknown, quantity unknown), screwdriver (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.7mm cortex screw self-tapping with t8 stardrive recess 18mm. This is report 1 of 1 for complaint (B)(4).